Event description:
During surgery, the tip of the argon beam handpiece caught fire. The fire was very small and was immediately extinguished. There was no patient harm other than a slight delay in surgery.the tip of the probe is melted to the point where further testing is not possible. The model 7550 console in use at the time was tested for power output and argon flow. Readings were within allowable limits. We have no reason to suspect a problem with the console.======================manufacturer response for argon beam coagulator hand piece, conmed (per site reporter).======================device will be sent to manufacturer for evaluation.